Event description:
Same case as 2939204-2008-00478. It was reported that during a coronary drug eluting stenting treatment procedure, imaging catheter withdrawal difficulty and stent damage occurred. The physician implanted a 3.0mm non bsc stent to the proximal left anterior descending (lad) artery and, a liberte' 2.75mm bare metal stent overlapping the previously placed stent at the distal side. Ivus was performed post implantation, but upon removal, the atlantis sr pro2 catheter got stuck on the distal part of the stent. The imaging core was removed from the catheter and a guidewire was inserted to successfully remove the catheter. Angiography confirmed that the distal edge of the implanted stent had lifted up. Dilatation was performed and it was confirmed that the liberte was implanted properly. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.